Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would perpetually boot up. Functional testing and manual "try it" test was unable to be performed due to the perpetual rebooting. The receiver would perpetually boot up; therefore the receiver case was opened to download data log directly from the ui pcba board. The speaker was inspected and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of intermittent audio output could not be confirmed during log review. A root cause could not be determined.